Manufacturer narrative:
The reported lot number 0ml6051909 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.